Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the cassette poured serum during a vitrectomy procedure and a puddle formed on the floor. The problem was noticed because the console advised change of the serum bottle because it was empty. The procedure was proceeded after exchanging the cassette. There was no patient impact.

Manufacturer narrative:
Additional information provided. The lot complaint history was reviewed. This is the first complaint for the finished goods lot and for this issue for this lot. The device history record shows the product was released per specifications. A used cassette sample was returned and visually inspected; no obvious defects were found. Surgical residue and balanced salt solution (bss) crystal was found in the fluid path of the manifolds, cassette, and the drain bag. No leakage was observed from the returned drain bag. The ball in the check valve of the drip chamber moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A pressure leak integrity test was performed on the returned sample; the sample functioned per specification. A calibrated console representing the current software version was used to test the sample. The led rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. To prevent contamination, a drain bag from lab stock was used for testing. The sample could prime and pass intraocular pressure (iop) calibration successfully. The infusion, irrigation, and aspiration pressure were measured at multiple set points and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. The sample was able to pass all functional and performance testing. No fluid or air leak was detected from the infusion air line and the administration during priming process. Fluid was able to flow from the bss bottle to the drain bag. No bubble was observed in the various settings in all vitrectomy submodes. No message code appeared on the screen. No bubble was observed in the fluid path before the cleaning process. 500 millimeters of water was introduced into the cassette. No leakage was detected from the connectors, the cassettes, the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).